Event description:
Medline ureteral catheters are being used as a replacement for rob-nel catheters. Multiple complaints from surgeons that they are too flexible, also they are clear which makes dissection challenging when using them as a guide, reports of excoriated adenoids causing more bleeding during adenoidectomy.